Manufacturer narrative:
Hill-rom sent the account a new lift strap and the account replaced the lift strap on the lift. The broken lift strap was returned to hill-rom for evaluation. Hill-rom's analysis of the lift strap revealed the presence of wrinkles and frays which indicates that the lift strap has been twisted repeatedly when operated in and out of the lift. The lift's instruction guide ((B)(4)) states: before lifting, always make sure that the lift strap is not twisted or worn and can move in and out of the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account replaced the lift strap to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift strap broke when a patient was raised out of their wheelchair causing the patient to drop back down to the wheelchair. The lift was located at the account at the time of the incident. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).